Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that during the second surgery, the implant moved into the sinus when the healing abutment was placed. Another implant has been placed in order to finish the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type h3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. An osseotiteâ® tapered certainâ® implant 4 x 11.5mm (xifnt411) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture on the collar. The returned device was measured with a caliper and verified to match DHR drawing. Device history record (DHR) review was completed for the subject lot number (2021060876). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2021060876) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.